Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the return line and pressure pod of a prismaflex st100 set during continuous renal replacement therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional air leak test (2 bar) and a leak was observed at the level of the access screwed connector. Further microscopic testing showed the access line was cut. The reported condition was verified. The cause of the event was due to excessive solvent while gluing of the line during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.